Event description:
Received correspondence including a variety of documents from the breast implant litigation settlement which alleged that pt had received breast implants and that she would be qualified for inclusion in the disease compensation program with the diagnosis of atypical rheumatic syndrome. The correspondence also cited the rupture of one of the devices.